Manufacturer narrative:
The customer indicated the tubing was discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The customer contact reported that during a CT scan, the tubing set was being used to deliver 100-125ml of an unspecified concentration of omnipaque, at a rate of 2.5ml/seconds, with a pressure setting of 300psi via a power injector. It was reported that approximately 7-8 seconds after the injection was started, the tubing ruptured at the center of the tubing set. The customer reported that approximately 10ml of contrast medium and blood were lost. The tubing set was clamped and was removed from clinical service. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.